Manufacturer narrative:
Concomitant medical products: product ID: hh90g01, serial#: (B)(4), product type: mobile platform. Product ID: a520, product type: software. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The patient stated that they are having problems with the handset, which is causing them to have issues with their therapy. The patient stated that the device is getting stuck and it says device not responding. The patient stated that they sometimes go in the app and it is increased a lot. The patient stated that they are getting shocked and when they turn it down they are seeing device not responding. The patient stated that they see a message that says "(b6) app is not responding." The patient stated that this is causing them to have extreme abdominal pain and rectal pain and they can feel the pulsing in their buttocks. The patient stated that they cannot decrease it at times as it gets stuck connecting. The patient mentioned that the pain is incredible and they had the pain prior to this. The patient stated that they are back to catheterizing again and it was working really and it is back to where they cannot pee at all, they are in severe pain, and they are not having any bowel movements at all. The patient stated that the pain is so bad that they are in a sweat on the floor when it happens that it increases on its own. Patient services conferenced mobility to clear the message and enable quicker bluetooth connection. After cache was cleared the patient reset the device and was able to connect. The caller reset the device again and the (B)(6) services app had stopped. It keeps coming up on the patient's handset when she opens the device and when she uses the device. User clarified later in the call that she saw the message pop up when she was in the my therapy app and trying to use the app. Guided user to check which apps were on the apps screen of the handset. She did not see (B)(6) or (B)(6) services listed, which is normal. Guided user to open settings and clear cache in (B)(6) services. User reported she did not see the message when the handset powered back on. She connected the ctm and still did not get message. User reported it was taking a long time to connect to device, said that this had been happening recently. Closed all apps and guided user to settings. Reset network settings. User went back into therapy app, was able to connect right away. User had questions about pain and pain management. The reported issue was resolved and they dropped the call. After they dropped off the call they received a message from patient that the play services is not responding message had returned. The play services message was popping up again. Other troubleshooting options are blocked on the patient handset (force stop, update in play store, etc). Device was returned to analysis. There were no further patient complications are anticipated or expected as a result of this event.